Manufacturer narrative:
Date of initial report: october 10, 2007. To date the incident handpiece has not been received for evaluation. If the device is returned or if additional information pertinent to the incident is obtained, a supplemental report will be filed.

Event description:
The report stated that during a laparoscopically assisted distal gastrectomy, the ligasure handpiece did not completely seal the tissue to which it was applied. The ligasure system operated through a full sealing cycle with a confirmed end tone. The patient experienced oozing bleeding as a result, but fully recovered.